Event description:
It was reported that an arteriotomy closure of the mildly calcified left common femoral artery was attempted using a proglide device with a 7f sheath after a percutaneous transluminal angioplasty (pta) procedure. Reportedly, a cuff miss occurred. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The technician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported cuff miss was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Patient age was not known, but was described to be (B)(6). It was reported the device was used in a mildly calcified access site. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.